Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the lead ((B)(4)) revealed no significant anomaly. Visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received by manufacturer, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jun-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was getting relief for their symptoms at first, but then suddenly they were unable to see results around (B)(6) 2018. The patient was seen by their healthcare provider and the device was interrogated and reprogrammed. The patient stated they were still unable to get relief from their symptoms with all the programs. An x-ray showed the lead was in the correct position. The patient was taken to the operating room and the lead was replaced to the opposite side. When removing the lead from the battery the healthcare provider found blood all the way through the lead chamber on the battery, so they decided to replace the battery as well. The patient was seen in the post anesthesia care unit and were feeling a vaginal flutter at a low setting with the replacement device. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1hj65, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the lead placement didn't appear to be suboptimal, nor was there user error. The rep reported the physician chose to change the lead because the patient insisted they did well with the test <(>&<)> implant but that after some time it stopped working. The rep continued that the physician changed the lead but later in surgery found that the battery had blood inside the chamber. The reason for it not working was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the patient¿s lead was replaced because the patient wasn't getting therapy and the physician believed it was related to a problem with the lead placement since the battery was not very old. The rep reported the battery was replaced because when the physician went to reconnect the previous battery at the end of the case they noticed old blood inside the lead chamber. No further complications were reported.